Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient's outcome could not be conclusively determined through this evaluation. The heartmate 3 lvas instruction for use (IFU) lists potential adverse events, including bleeding, and death that may be associated with the use of heartmate 3 lvas. This document also provides information regarding the recommended anticoagulation regimen, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G is currently available. The IFU lists potential adverse events, including bleeding and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding the recommended anticoagulation regimen, including inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a4: patient information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that it was not possible to stabilize the volume status of the patient after implant. There was a massive need of volume transfusion without a visible bleeding source. The patient passed away. The heartmate 3 was working as expected. The outcome was not considered device or therapy related. Whether an autopsy was performed was unknown and if the device was explanted was unknown.